Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an unknown error message. There was no patient involvement.

Event description:
It was reported that the device displayed an unknown error message. There was no patient involvement.

Manufacturer narrative:
Correction: file was found to no longer be reportable.

Event description:
It was reported that the device displayed an unknown error message. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the device has been received and an evaluation is pending.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced battery which causes error 120.4610. Replaced keypad and performed preventive maintenance. Based on the findings, service determined that the reported issue was due to an electrical failure of the battery pack. Device history record: a review of the device history record showed the device had a manufacture date of 20 nov 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 15403432 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received an error message. There was no patient involvement.